Event description:
Initial information received from a nurse on (B)(6)-2010: a (B)(6) female initiated treatment with poly-l-lactic acid (sculptra aesthetic, lot# 2a9030, exp date unknown) for cosmetic purposes on (B)(6)-2010. Nurse reported she has a patient that stated she just developed lumps a couple of weeks ago. She stated she had multiple sites. Her skin is rather thin, not sure if that could've affected it. The first treatment was on (B)(6)-2010 and the second and last treatment was on (B)(6)-2010 and the lot used was a9030b, expiration date unknown. Nurse stated the patient got a total of 8cc's at each treatment. She was injected in the upper cheeks and oral commissure. The lumps are in two of the injection sites and most of the left side of the cheek and the left side of the oral commissure. The lumps are small and one is elongated. There are no signs of inflammation or evidence of a systemic process. There are about 3 nodules less than 5mm. No biopsy was performed. She reported the event as ongoing since a couple of weeks. There was no evidence of permanent impairment of a body function or body structure. Nurse stated she does not expect this adverse event to be irreversible. There was no medical intervention or surgical intervention performed. No concomitant medications or medical history reported. No further information reported.